Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: DHR review for part#03.632.036 lot# 9907547 release to warehouse date: 03feb2016 supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported two holding sleeves were found to be broken during a unknown initial procedure for a spine case on (B)(6) 2016. Both sleeves had small chips broken off after repositioning a screw. It is unknown if the sleeves broke during the case or previously. No surgical delay was reported. No fragments were noted and no additional medical intervention was required. Patient status is unknown. This complaint involves 2 devices. Concomitant medical products: unknown screw, unknown part, unknown lot, unknown quantity. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned devices were examined and the complaint conditions were able to be confirmed in each instance as the threaded tips were both found to be broken and missing segments (approximately 6.5mm x 4mm x 1.5mm). No definitive root cause was able to be determined; however, the failure mode is consistent with the application of an off-axis load while engaging a screw. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The matrix holding sleeve - long is one of ten holding sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ minimally invasive system. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A design change was implemented in order to address the failure mode of the holding sleeve¿s threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance. The returned instruments were manufactured after the implementation of these changes. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was further reported that the breakage of the devices did in fact occur during a transforaminal lumbar interbody fusion (tlif) procedure at levels l4/5 on (B)(6) 2016. The tips of the driver sleeves chipped during the repositioning of a screw. The procedure was completed as planned with no complications or delays. Concomitant device(s) reported: screw (part/lot: unknown / quantity: 1).